Event description:
Through a review of the follow-up article, "multicenter effectiveness and disease stability through 3 years after istent trabecular micro-bypass with phacoemulsification in glaucoma and ocular hypertension", it was reported that following trabecular micro-bypass stent system procedures, the following events occurred. Reportedly, one (1) case of stent obstruction associated with peripheral anterior synechiae (pas) was observed twelve (12) months postoperatively, and was treated with baerveldt tube implantation and selective laser trabeculoplasty (slt). Additional information has been requested. This report references patient ID# patient# (B)(6) for reported case of stent obstruction with pas.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (stent obstruction and peripheral anterior synechiae) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2019-00044 for the reported case of iris touch involving patient ID# (B)(6).